Event description:
It was reported that during a stenting treatment procedure, the stent delivery system became stuck on the guide wire. Vascular access was obtained via the right femoral artery. The target lesion was located in a mildly tortuous and moderately calcified subclavian artery. Another manufacturers guide wire and a 10x42x135/ 7f wallstent unistep plus delivery system were advanced to the target lesion. While repositioning the stent some resistance was encountered with the guide wire and "it was a little tight". As a result the guide wire was removed and replaced with another of the same device while the wallstent unistep plus delivery system remained in place and maintained access. After guide wire replacement the stent was successfully deployed. Upon withdrawal of the wallstent unistep plus delivery system it became stuck on the guide wire and was removed together as one unit. The procedure was completed with this device and no patient complications occurred. The patient status is listed as good.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging the meter powers off during use. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.